Event description:
Prior to the initial implant procedure, the device was unable to be interrogated via bluetooth low energy (ble) telemetry. Another device was used to complete the implant procedure.